Event description:
It was reported that the user removed tubing to shower and observed the ilet site was wet, and further inspection showed the connector was not fully seated, leading to a leak; troubleshooting and education were completed by customer care, and no alerts or alarms were reported. Investigation of this case revealed a leaking connection due to an incompletely attached connector, consistent with a connection integrity issue at the infusion interface. No reported clinical effects. Outcomes included no reported impact on health status or care utilization. It was concluded, based on previously established findings for similar reports, that the cause was user-related connection not fully secured.